Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during follow-up, high pacing thresholds were exhibited. These two leads were suspected to have dislodged. During surgical intervention, both the right ventricular lead and right atrial lead were successfully repositioned. The leads remain implanted and in service with no resulting adverse patient effects.